Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-sep-2023 h6: investigation summary bd received an unsealed 22 gauge insyte autoguard blood control unit from lot 2340956 for evaluation. Additionally, eight photos of the defect were provided for investigation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned unit and observed no physical damage or defects. The package appeared to have been opened at the wrong end. Next, the needle cover was removed and the device was further inspected. The engineer noticed that the catheter adapter was not sitting flush against the grip. Once seated properly there appeared to be no defects with the device. The provided photos showed similar findings. Therefore, based off the visual inspection the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd insyte¿ auto-guard¿ bc pro safety IV catheter was defective. The following information was provided by the initial reporter, translated from japanese to english: before puncturing, the customer gently moved the cannula back and forth and gently turned it to remove the adhesion between the metal needle and the cannula. After that, when she/he tried to puncture the cannula, only the cannula part seemed to be tilted at an angle, and the tip of the cannula seemed to be slightly distended. The cannula is integrated with a metal needle inside, so it was difficult to tell in that condition, when the metal needle was removed and the cannula was left alone, it was not straight, but tilted and slightly bent.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ auto-guard¿ bc pro safety IV catheter was defective. The following information was provided by the initial reporter, translated from japanese to english: before puncturing, the customer gently moved the cannula back and forth and gently turned it to remove the adhesion between the metal needle and the cannula. After that, when she/he tried to puncture the cannula, only the cannula part seemed to be tilted at an angle, and the tip of the cannula seemed to be slightly distended. The cannula is integrated with a metal needle inside, so it was difficult to tell in that condition, when the metal needle was removed and the cannula was left alone, it was not straight, but tilted and slightly bent.